Manufacturer narrative:
The manufacturer initially reported MDR 2518422-2025-032900 as a reportable event. However, upon review, it was observed that there were no allegations of foam particles, no device malfunctions and there was no report of serious injury or harm. Therefore, this event is considered not reportable.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges major medical concern. No medical intervention was required by the patient. The manufacturer¿s investigation is ongoing. A follow-up report will be submitted when the manufacturer¿s investigation is complete.